Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer fail during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).